Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, a pressure mismatch error code was observed in the device error log and the machine flow sensor was found to be heavily contaminated. The device's machine flow sensor was scrapped. The front panel was tested and was able to use power and alarm buttons along with the ambient light sensor. Pil has determined that the front panel function as designed. The front panel was scrapped. Section h6 coding was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.